Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. (B)(4) .

Event description:
Information was received regarding a basic evaluation trial patient with a procedure date of (B)(6) 2016. The consumer reported the patient was having back pain the night prior to the report. The family of a patient with and external neurostimulator (ens) reported that the patient tripped and fell and after the fall the patient felt pain at the incision site. The patient also reported that "the stim was aiming at his incision." The patient's healthcare provider (hcp) thought the patient "probably moved the probe" and removed the trial and the patient's pain resolved.